Event description:
It was reported that the device detected and diagnosed vt appropriately and charged to deliver appropriate hv therapy. Hv therapy was delivered multiple times and the patient was not rescued. The patient was externally rescued and was admitted to the ICU. X-ray revealed rv lead dislodgement. It was noted that the patient may have been lost to follow-up. The patient will remain in the hospital with the device deactivated.